Event description:
It has been reported to philips that the geometry movements were partially available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The system began to fail after a power outage. The customer rebooted the system, but the fault persisted. Analysis of the system log files showed geo pc malfunction. Fse found the cause of the reported problem was the geo pc power supply failure due to irregularities in the power supply. Fse replaced geo pc and reloaded the software. After the replacement of the geo pc and the reload of the software, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.